Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign material came out of nozzle. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. The customer provided reprocessing details and olympus was unable to identify a deviation from the instructions for use (IFU) as a contributing factor. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause was not established and the foreign material was not identified. A probable cause could not be established. The event can be detected/prevented by following the IFU which state: operation manual chapter 3, preparation and inspection. Reprocessing manual chapter 5, reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.